Event description:
Plaintiff alleges that she sustained serious, severe and permanent bodily injuries, pain and suffering and will be caused to endure additional pain and suffering for an indefinite time in the future. Plaintiff sustained numerous injuries, including but not limited to the following: asthma, shortness of breath, rhinitis, respiratory problems, skin rashes, hives, contact dermatitis, urticaria, extreme discomfort, depression and emotional distress, all of which are or may be of a permanent, continuing and life-threatening nature.